Event description:
In 2006, a female patient was implanted with a "goretex" arteriovenous graft on the left side (anatomical location unknown). At approx 24 days post-procedure, there was a declot with balloon angioplasty and revision of the venous anastomosis.

Manufacturer narrative:
Further investigation is pending.